Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg would not communicate and the patient controller displayed the ¿device has reached end of service¿ message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient may undergo surgical intervention to address the reported issue.